Event description:
A customer reported a cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions for resetting the pump, and after completing the reset process, the customer was able to start their sensor session successfully without encountering the error code again.